Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were charging their implant last night and they were only able to charge up to 70% and the controller battery was low and needed to be recharged. There was a report of poor/intermittent charge quality and it was taking longer to charge the ins. Pt stated they charged their controller and attempted to charge their implant again and now they're unable to charge their implant. Pt stated normally after charging their implant the controller battery is still at about 70%. Pt confirmed no visible damage to the recharger. The issue was not resolved. No symptoms or patient complications were reported. Case re-opened to send email to repair. Pt called back stating they received the replacement recharger but they're still having issues charging their implant. Pt stated they noticed there seems to be a loose piece of plastic in the controller port and when they attempted to pull the plastic out, it fell inside the controller. Ps sent email to repair to replace controller. See secure note for controller serial number. Additional information was received from the patient. Pt called back saying they got controller paired other than the date/time, and charged controller up to 100%, and they see the ins battery empty screen, but can't seem to get ins to charge, and mentioned not being able to find excellent. Pt reported they already had rtm plugged in and positioned during the call. Pt went to the batteries screen and pressed the recharge option, but kept getting poor recharge quality, even after repositioning. Pt mentioned they had already tried that prior to calling. Pss had pt enter passive recharge mode to find optimal rtm position and pt reported middle number of 87. Pss had pt keep rtm in the same spot and start another charging session, and pt reported recharging good. Pt mentioned ins takes longer to charge on good, so they tried to reposition to get excellent, but after moving just slightly, pt reported poor recharge quality again. Pt confirmed they were using all the new equipment. Pss reviewed pt can keep trying to get good or excellent, but if they continue to struggle or can't start charging to follow up with hcp/rep since equipment was just replaced. Pt called back repeating they just had controller and rtm replaced, but they were having the same issues still. Pt said it was taking 2.5 hours to find a spot for recharging excellent, which had been going on for 3,4 days in a row. Pt then said it wasn't charging because it seemed like everything was not working on the controller, and clarified they were not able to get to the batteries screen when charging to see how charged everything was; pt said it would just say looking for a device. Pt also mentioned they started at 50%, and charged for over an hour, but doesn't know how much the battery charged up. Pt then tried connecting with controller during the call but reported no device found. Pt plugged in rtm and reported poor recharge quality, then good or excellent and back to poor (would switch back and forth). Pt said that was why it would take so long to start charging and charge their implant due to the poor recharge quality, and pt was getting very frustrated. Pt said they were getting kind of desperate because they know they pain they will go through if the stimulation runs out. Pt mentioned trying to call the rep, but not hearing back yet. Pss reviewed as pt just had controller and rtm replaced, and still having the same issues to follow up with hcp/rep to check ins in person. Additional information was received from a manufacturer representative (rep). It wa s reported that the cause of the difficulty charging and poor recharge quality was unsure. The rep noted the battery looks a little shallow in pocket along the top edge, making it slightly at an angle under the skin but they didn¿t have a problem charging in the clinic. The rep said the patient will try charging in a different position at home, applying a little more pressure to the antenna. It was unknown if the issue was resolved or if further actions would be taken to resolve it.